Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to moisture damage on electronic assembly. The insulin pump was received with a cracked case (battery tube), and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer shad cracked battery compartment and insulin pump did not turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.